Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the inflation syringe was not received. The insufflation bulb not was received. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated using a test insufflation bulb, a leak was detected. A small hole was observed in the dissector balloon. The trocar balloon was inflated using a test syringe, no leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, while inserting the device, the device head broke off. No excess force was used. Another unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, while inserting the device, the device head broke off. No excess force was used and this was the second incident at the facility. Another unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.